Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 was failed to open. The field service engineer (fse) had unplugged and removed the drawer from the station. After examining all connectors and connections, no issues had been found, so the drawer had been returned to the station. The fse had powered down the station, the drawer had been plugged back in, and the station had been powered back on, successfully recovering the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 6.1 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.